Event description:
It was reported that during a ptca/stent procedure, after difficulty in positioning the stent delivery system (sds), it did not appear to inflate within the lesion. During removal of the sds from the patient, the stent became dislodged within the lesion. A second sds was positioned to successfully crush the loose stent against the artery wall. No other information was provided.